Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 25jul2019, an email was received from a johnson and johnson affiliate to report an eye care provider's (ecp) patient (pt) was diagnosed with ¿scratch on cornea and bacterial infection¿ while wearing acuvue® vita¿ brand contact lenses (cl). No further information was provided. On 25jul2019, a call was placed to the ecp and additional information was provided: the ecp reported that the pt experienced discomfort in the eyes and went to see an eye doctor. The eye doctor diagnosed the pt with ¿scratch on cornea and bacterial infection¿. The pt is new to cl wear. No further information was provided. On 29jul2019, the pt provided additional information: the pt reported that only the right eye (od) was affected and was diagnosed with ¿scratch on cornea and bacterial infection¿. The pt was prescribed levofloxacin, 3 times a day on the od. The od is still recovering, and the pt will not resume cl wear until the od is fully recovered. The pt does not have the medical report. No further information was provided. On 05aug2019, the pt provided additional information: pt reported symptoms began in (B)(6) 2019 before presenting to an eye clinic (clinic name was unknown). Pt also presented to a hospital in (B)(6) 2019 for further treatment and has not returned to the hospital for follow up. Pt has not returned to contact lens wear because of recovering ¿scars¿. The medical report was requested from the pt, but the report was discarded. Pt reported using s.t. Optical comfort solution to clean the lens. No additional medical information has been received. The suspect od cl is not available for return. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00r7d4 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.